Event description:
Thunderbeat handpiece was working well until about 1550. Surgeon and scrub tech noticed plastic on it had melted affecting the connection to the console/generator. Since these are not kept at the this center and no extras were available for this case the nurse asked the charge nurse to call the main hospital to obtain two handpieces.